Event description:
Reportedly, on the follow up of 20 jan 2023, a sudden v lead impedance increase has been observed. During pocket manipulation, artefacts were seen on the ECG threshold rise and therefore output programmed to 4.0vx 1,0ms. Impedance warning was seen in aida 27 january >3000 ohm (once). Later 1500-2000ohm. Sudden v lead impedance increase. During pocket manipulation artefacts are seen on the ECG threshold rise and therfore output programmed to 4.0vx 1,0ms. Impedance warning was seen in aida 27 januari >3000 ohm (once). Later 1500-2000ohm. Files available after technical analysis on smarttouch programmer. I gathered 4 different cases in this hospital at once and I cannot couple the techn. Analysis to the right patient. Hope you can. I sent them in all at once in this file. Kr, martin boon attention the above has become (partly) obsolete: following a question from cust exp (jb), the reporter (martin boon) has corrected the reporting as follows by mail on 02/03/2023 (see content). Correct is: ¿ (previous) pacemaker: reply dr sn (B)(6) implanted (B)(6) 2010 ¿ reply dr pacemaker replaced by medtronic azure xt medtronic on 10/11/2020 existing* lead remained and remains still active * existing lead: type : ela btf26d stelid ii sn (B)(6) implantation date (B)(6) 2003 ¿ date first registration of impedance rise : 20 jan 2023 ¿ complaint : lead ¿ symptoms patient: none, no v pacing needed. ¿ lead still in situ?: yes, threshold 4vx 1ms ¿ replacement lead: no ¿ ECG: no ¿ picture: yes ¿ programmer files: na medtronic device since 10-11-2020 ¿ evt techncial analysis files: na - no programmer files.

Event description:
Reportedly, on the follow up of 20 jan 2023, a sudden v lead impedance increase has been observed. During pocket manipulation, artefacts were seen on the ECG threshold rise and therefore output programmed to 4.0vx 1,0ms. Impedance warning was seen in aida 27 january >3000 ohm (once). Later 1500-2000ohm.